Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly torturous, 90% stenosed left anterior descending coronary artery. A 2.5x15mm nc traveler balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted. During the first inflation at 10 atmospheres, the balloon ruptured. There was no adverse patient effect or a clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.